Event description:
It was reported that water could not be injected into the foley catheter. Another foley catheter was used but faced difficulty in injecting the water and removing the water from catheter. Additional information received on january 18, 2022, that there was no impact on the patients. It was used on the patient, seeing that it did not work it was withdrawn and more probes were delivered, testing them before by the professionals.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol."